Event description:
A malfunction on the pump was reported by the caller. There was an unknown impact on the customer's blood glucose level, as they declined to provide specific information about any exceedance of 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further issues arose.